Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported an unexpected restart alarm occurring after a battery change. The customer's blood glucose was 125 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the error test. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.